Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working, as it should be, is over delivering. Caller stated that the customer had high blood glucose now. Caller stated that the customer's insulin pump wanted to delivered more insulin that it not supposed to.